Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
As reported on medwatch (B)(4): "during a surgical procedure removal external fixator of the right leg, removal of the frame the two anterior pins had fractured at the bone interface half of the pins was still remaining inside the femur, buried". Original intended procedure: removal of external fixator of the right leg.

Event description:
As reported on medwatch (B)(4): "during a surgical procedure removal external fixator of the right leg, removal of the frame the two anterior pins had fractured at the bone interface half of the pins was still remaining inside the femur, buried". Original intended procedure: removal of external fixator of the right leg.

Manufacturer narrative:
The reported event that self-drilling half pin apex ha-coated ø 5mm, 180 x 40mm was alleged of 'breakage during surgery' could be confirmed, based on provided pictures. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Based on provided pictures, we can only confirm the event: tip of the pin is broken. Further inspection is not possible without the returned device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.